Event description:
The physician was attempting to deploy a 2.5mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient and it was reported that the stent came of the balloon. No patient injury occurred and no clinical sequelae were reported.

Event description:
Device evaluation: the stent was not returned. Crimp impressions were evident along the working length of the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgment). No results available since no evaluation performed. Conclusion: known inherent risk of procedure (stent dislodgment). (B)(4).

Manufacturer narrative:
(B)(4).